Manufacturer narrative:
Date rec¿d by MFR : 31may2019. The manufacturer¿s international service technician evaluated the unit and confirmed that the power light emitting diode (led) was faulty. The power switch overlay was replaced to address the reported issue. The unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators light emitting diode (led) indicator was faulty. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 11jul2019. Date received by manufacturer: 01jul2019. The faulty led circuit panel was returned and fi (failure investigation) was performed. The led circuit panel was flexed and pressure was applied during testing on the amber led in an attempt to replicate the reported problem. The amber led turns off and on when flex and pressure were applied during testing. The in use (amber) (d1), ext. Battery (d2), low (d3), mains (d4), and ext. Battery (d5) leds were illuminated when tested using dmm (digital multi meter) in diode test mode while probing on the connector pins. The reported complaint of amber led (in use) not illuminated on test was duplicated when flex and pressure were applied during testing. Fault was found on the returned led circuit panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.